Event description:
The user facility reported that during an unspecified procedure, the multi-3v plus extraction balloon was not visible during fluoroscopy. The user reportedly inflated the balloon and swept the duct. The pt reportedly experienced bleeding. No further info was provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, but received no response from the user facility. The exact model and lot number of the subject device was not provided by the user facility, but olympus was able to match the description of the subject device with this model b-v233p-a. No product was returned to olympus for eval. The b-v233p-a instruction manual warns users: "do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view or in x-ray images, do not use it. Doing so could result in perforation, bleeding, or mucous membrane damage. It may also damage the endoscope or instrument." The exact cause of the pt's outcome could not be conclusively determined. If add'l and significant info becomes available at a later date, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.